Manufacturer narrative:
H.6. Investigation summary: three open 32g x 4mm pen needles and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos and samples was carried out and it was observed that the non patient end of the cannula on two samples was broken and on the third sample the non patient end of the cannula was bent. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. Conclusion: as all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that three pen ndl 32ga 4mm 14bag case jp experienced an inability to deliver insulin/medication, and difficulty operating or not working/functioning prior to use. The following information was provided by the initial reporter: drug didn't come out.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that three pen ndl 32ga 4mm 14bag case jp experienced an inability to deliver insulin/medication, and difficulty operating or not working/functioning prior to use. The following information was provided by the initial reporter: drug didn't come out.